Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low intrinsic amplitude out of range. Additionally, exhibited atrial undersensing on atrial fibrillation (af) with rapid ventricular response (rvr) on the right atrial (ra) channel. No adverse patient effects were reported. This ICD remains in service.